Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead have exhibited an increase in impedance measurements to 2116 ohms. It was noted that threshold measurements were within normal limits. Boston scientific technical services (ts) was consulted and suggested contacting the other manufacturer to determine impedance ranges. At this time the crt-d and lv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic contacted the manufacturer of the lv lead and found that although the value is high, it may be considered within normal limits if there are no other indicators of concern. The other manufacturer advised increased frequency of monitoring. It was noted that the lv lead threshold and sensing measurements were stable with last in office. At this clinic visit the rv output and lv amplitude were reprogrammed and the physician opted to have the patient monitored monthly through the remote home monitoring system. The clinician noted that the patient reported falling on her face and breaking both arms six weeks prior. The clinician was unsure if there was a relationship between the fall and the change in lv lead impedance.